Manufacturer narrative:
Corrected data: a1. "Lk" should be removed. "Rl17jul1991" should be added. H6.- "4581" should be removed. "4582" should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid and residue on product. Visual inspection found haptic/optic torn. Debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit a replacement lens was implanted. The problem was resolved. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).